Manufacturer narrative:
Patient weight not available from the site. On (B)(4) 2014, a medtronic representative performed a navigation system check-out, all areas passed. A medtronic representative retrained the scrub technician on the need to check optical spheres placement on probe instruments prior to use. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the surgeon alleged the navigation system was 1 to 3 millimeters inaccurate. The surgeon noted the inaccuracy on the left l2 vertebra in the lateral direction. To troubleshoot, the retractors were released and the optical spheres on the probe instrument were re-seated to improve the accuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.